Manufacturer narrative:
(B)(4). Ten unopened trays were received for analysis. Each tray contains one 5¿ extension set. A functional test was performed by connecting the distal end of each extension set to an adaptor, and clamping the tubing closed. A 45 psi of water was applied, and the tubing/luer adaptor joint was observed for leaks. No leaks were observed in the ten samples, therefore, the reported defect was not confirmed. A device history record report was completed for lot 0001029408. No issues were found. The extension set is a supplied component of the tray. Bd has taken a proactive stance and initiated a CAPA (corrective action preventive action) in which a scar (supplier corrective action request) was sent to the supplier in addition to a heightened inspection and testing of the incoming product from this vendor. The manufacturing plant is continuing to monitor this issue to identify the need for any further actions.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Customer stated via email: failing extension tube. Additional information received (B)(6) 2017; they had experienced 2-3 leaking extension tubes from several trays from this lot. Unfortunately, they did not retain a sample as chemo was the media processed in these cases (they did not provide the actual chemo type, nor procedure being performed at the time). Chemo did make contact with at least one patient during the procedure but there was no harm communicated to me as a result of such contact.